Event description:
It was reported a patient experienced peritonitis manifested by weakness and nausea coincident to peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Outcome of peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.